Manufacturer narrative:
Physio-control further evaluated the replaced ui pcba assembly at the product analysis center (pac) and confirmed the reported issue. A root cause was determined to be due to the faulty integrated circuit designator u2.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. This could be indicative of a lock-up condition, in which case the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.

Manufacturer narrative:
Physio-control contacted the customer to request additional information on the patient. The customer informed physio-control that no further patient information is available. Patient fields in which information is not provided were intentionally left blank. A third-party service agent evaluated the device and verified the reported issue. After replacing the user interface pcb assembly and performing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was subsequently returned to the customer. Physio-control continues to investigate the reported issue and will submit a supplemental report on this event to the FDA as provided by 21 cfr 803.56.

Event description:
The customer contacted physio-control to report that their device displayed a blank screen. This could be indicative of a lock-up condition, in which case the device may not be able to provide defibrillation therapy, if it were needed. There was patient involvement in the reported event.